Manufacturer narrative:
The fse could not confirm the reported leak. While onsite, the fse found the sheath tank level sensor was damaged and replaced it to resolve the issue.

Event description:
The customer reported an uncontained leak of an unknown volume from the manual probe inside the coulter lh 500 hematology analyzer. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.